Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary tubing set. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the clave port of the primary tubing set for piggyback delivery of an unspecified concentration of ceftriaxone. The primary solution container was lowered 9 inches below the secondary solution container. It was reported that after the delivery of the secondary solution was started, backflow of the ceftriaxone into the primary tubing set was noted as the ceftriaxone is orange in color. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were reported. Though requested, no additional info was provided.